Event description:
I have type 1 diabetes and use dexcom's g6 continuous glucose monitor. Several times now, I attach the sensor onto my skin, and the applicator with the needle in my skin does not detach. I'm left with a huge applicator device hanging from my skin, and the entire sensor is wasted. I then have to remove the entire sensor, with the needle still inside my skin, which is painful. This happened on 04/12 sensors in the last shipment I received. It is a safety issue, and it is a customer satisfaction issue. Every time I insert a sensor. I use skintac wipes and IV-3000 patches which I have to pay for out of pocket. Those aren't replaced. FDA safety report ID# (B)(4).